Manufacturer narrative:
The device passed self test and displacement test. Formatted history file analysis confirmed pump error 53 and pump error 4 due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had pump errors indicating software error detected and motor arm cannot communicate with the main arm. The customer's blood glucose was unknown. The customer was advised to not use the pump. The pump will be returned for analysis.